Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4 and a restricted anterior. One clip was successfully implanted. To further reduce mr, an nt clip (40925r1086) was inserted and both leaflets were grasped. While performing the first efaa check, a tear on the anterior leaflet was observed. Therefore, the clip was moved and replaced. An xt clip (40812r1059) was inserted and both leaflets were grasped. Upon closing the clip, additional damage was observed on the anterior leaflet. The was implanted, reducing mr to a grade of 3. Patient was then transferred to surgery and underwent a mitral valve replacement. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported tissue injury was unable to be determined. The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported surgical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.